Manufacturer narrative:
The device involved in the incident was not returned. The customer returned a separate device that also had a screw fall out. However, the screw was missing and not returned with the device. Without the screw we cannot determine if the device had the proper laser welding and glue. As a result, the root cause cannot be determined. The device was purchased in may 2021 and has been in use for 1.5 years prior to the problem occurring. Based on the above information no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information pertinent to the investigation, a follow up report will be submitted.

Event description:
The customer alleged that they had a gold screw fall out of the kerrison and into the patient. The screw was retrieved with no harm to the patient. The customer has had another one fall out with no patient involvement and the screw is lost.